Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced a considerable discomfort at the implant site. The device was explanted and upgraded to biventricular device at sub pectoral location. The patient did not experience any adverse consequences.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Analysis was normal. No anomaly was found.